Manufacturer narrative:
Date implanted: please note this date was reported as approximate. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they experienced ¿painful shocking kind of feelings with security gates and similar¿ devices. It was further reported the patient ¿felt a lot of pain¿ with their device. It was stated these issues occurred with devices the ¿patient faced in normal life around 5-6 years.¿ the patient reportedly did not turn their implantable neurostimulator (ins) off ¿when facing these problematic places.¿ the patient¿s ins was noted to be discharged before the issue came up. The patient reportedly had brought the issue up because their ¿new device was better and therefore he should have gotten the new device earlier.¿ it was stated that replacement of the ins resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.